Event description:
It was reported that careguard pad and pump will not inflate.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that will not inflate was determined to be reportable.